Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that target vessel restenosis occurred. The patient underwent treatment with an eluvia stent on (B)(6) 2018 as part of the eminent clinical trial. The target lesion, located in the mid superficial femoral artery (sfa) of the right leg, had a 6mm reference vessel diameter proximal and distal and a total length of 100mm visually estimated. The target lesion was 99% occluded and crossed through true lumen. Following pre-dilatatian, an eluvia stent (7x120mm) was implanted. Post-dilatation was performed and 20% residual stenosis remained. On (B)(6) 2018, a high grade stenosis of the target vessel was observed. No action has been taken to treat the event but the but site recommends a target vessel revascularization. The event was assessed by the investigator as non-serious and reported as ongoing. It was further reported that the patient was hospitalized on (B)(6) 2018 and target vessel revascularization with percutaneous transluminal angioplasty (pta) was performed. The patient was discharged on (B)(6) 2018. The event was reported as recovered with sequelae on (B)(6) 2018.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that target vessel restenosis occurred. The patient underwent treatment with an eluvia stent on (B)(6) 2018 as part of the eminent clinical trial. The target lesion, located in the mid superficial femoral artery (sfa) of the right leg, had a 6mm reference vessel diameter proximal and distal and a total length of 100mm visually estimated. The target lesion was 99% occluded and crossed through true lumen. Following pre-dilatatian, an eluvia stent (7x120mm) was implanted. Post-dilatation was performed and 20% residual stenosis remained. On (B)(6) 2018, a high grade stenosis of the target vessel was observed. No action has been taken to treat the event but the but site recommends a target vessel revascularization. The event was assessed by the investigator as non-serious and reported as ongoing.